Event description:
It was reported patient underwent total right knee arthroplasty on (B)(6) 2013. Patient has known metal allergies and was to receive special implants. Following the procedure it was found that the wrong devices were implanted. No adverse effects following the procedure have been reported. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05616 / 05617).